Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter tip was defective/damaged. Mentioned catheter tip was upturned before insertion and has caused resistance when trying to thread

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined due to the sample condition. One photograph and one 22g insyte autoguard IV catheter were provided for investigation. A v-shaped breach was identified in the catheter tubing near the tip, which was consistent with needle puncture damage. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.